Event description:
Medtronic received information that prior to the implant of this 26mm transcatheter bioprosthetic valve, into a patient with an existing surgical non-medtronic valve in the aortic position, a pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was inserted and advanced into the annulus. Multiple attempts were made to deploy the valve, but the valve kept dislodging into the ascending aorta. However, there was no indication of patient-prosthesis mismatch. A decision was made to upsize the valve to a 29mm valve. Subsequently, a larger valve was deployed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.